Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The peep safety valve, peep valve, pressure sensor switch, inspiratory flow control valve, vent engine board, and bag/vent microswitch were replaced after which the issue was determined to be corrected as the equipment passed all required tests. H4 date of device manufacture added.

Event description:
The customer reported an error found during startup indicating a malfunction which may result in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.